Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The caller went to charge the patient¿s ins but they saw a power on reset (por). The caller was not with the patient to perform troubleshooting. They would call back. It was reported that when they went to charge the device it asked them to go see a doctor. The friend/family member called back on (B)(6) 2018 when they were with the patient to troubleshoot the por. Patient services was able to have the patient connect with the patient programmer and the por message was cleared. The patient was able to turn the stimulation back on and the caller stated that the ins battery was ¾ charged. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were having an issue with their device. The patient stated that a power on reset (por) error message was displayed. No further complications were reported or anticipated.